Event description:
Reportedly, during pt use, a "switched to backup battery" alarm occurred when the ac cable was removed. The pt was manually ventilated and transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Although requested, additional pt info was provided.